Manufacturer narrative:
The hospital diagnosed the donor with circulatory dysregulation with hyperventilation and tachycardia of unknown origin. Haemonetics sent a field service engineer to evaluate the pcs®2 device in order to check for any faults, the machine was found to meet specifications and did not have any defects which required repair. There was no evidence of a device malfunction found.

Event description:
On (B)(6) 2018 haemonetics was notified of an adverse reaction which had occurred following the plasma donation procedure, utilizing the pcs®2 plasma collection system. The plasma collection procedure was completed successfully, with no error messages or alarms encountered. The pcs®2 plasma collection system collected 655ml of plasma and 250ml of saline administered. After the donation, the donor experienced chest pain, difficulty with breathing, paleness and tingling around the mouth. Donor was transferred to the hospital.